Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) evaluated the iabp and was not able to duplicate the reported error message. However, the stm did see the gas loss message in the fault logs. He then adjusted the drive regulator. The iabp then passed all calibration, function and safety tests. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump generated the alarm gas loss in iab circuit. There was not patient harm or adverse event reported.